Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined all drawers in auxiliary unit was failed. A field service engineer performed rebooted the station to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system has no power. The customer stated that the malfunction occurred when user trying to remove medication for the patient. The customer indicated that they were able to retrieve the medication through pharmacy there was no delay in retrieving medication. There were no adverse events or injuries reported based on this event.